Event description:
Terumo medical corporation received the reported information. During insertion, the system did not activate, therefore, there was no percutaneous closure. There was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, locator, and carrier tube. The device was visually inspected and functionally tested. The device is in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. Functional testing was performed by setting the device in forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, suture, collagen and tamper tube. The returned sample appeared used and contained the anchor. The device was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).